Manufacturer narrative:
Follow-up # 1 ¿ (09/16/2014). The lay user/patient¿s meter has been returned on 09/09/2014 and evaluated by lifescan product analysis on 09/11/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging his one touch ultra 2 meter was displaying an ¿error 2¿ message. Per the owner¿s booklet, an error 2 could be caused either by a used test strip or there is a problem with the meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged issue started on (B)(6) 2014 at 10:00 p. M. The patient manages his diabetes with insulin (unknown type, self-adjuster) and denied taking any action in regards to his normal diabetes management as a result of the alleged issue. The patient reported, ¿6 hours and 27 minutes¿ after the alleged issue occurred, he developed symptoms of ¿coughing up blood and diabetic shock¿. On (B)(6) 2014 at 4:27 a. M. The patient stated, his blood glucose was tested and obtained a reading of ¿33 mg/dl¿ with the ER/hospital meter. The patient¿s blood glucose was tested again at 5:00 a. M. And obtained a reading of ¿37 mg/dl¿ and again at 5:45 a. M. And obtained a reading of ¿85 mg/dl¿ with the ER/hospital meter. At 7:00 a. M. That same morning, the patient stated, he received ¿IV glucose¿ from a health care professional (hcp) at the emergency room (ER). At 7:20 a. M. The patient stated his blood glucose was tested and obtained a reading of ¿40 mg/dl¿ with the ER/hospital meter. At the time of troubleshooting, the cca documented that this was the first time the patient used the subject meter. The cca discovered that the patient was using the incorrect testing process. The patient was applying the blood to the test strip and then inserting the test strip into the test strip port incorrectly. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.